Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, manufacturing review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of extension leg assembly from a 4 fr groshong catheter was provided for evaluation. The photo shows the tubing being gripped by pliers. A bead of water is formed at the distal end of the white over-sleeve on the extension tubing. The exact location of the leak cannot be clearly seen. Based on the photo sample provide, possible contributing factors include over-pressurization and sharp instrument damage. Since evidence of a leak being present was observed, the complaint is confirmed, cause unknown. A lot history review (lhr) of recs2629 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the rear end of the extension tube and the white device cracked during PICC maintenance. It was clamped with a hemostat, and pre-flushed with saline by 10 ml syringe, and fluids leaked. No other information was provided.

Event description:
It was reported that the connection between the rear end of the extension tube and the white device cracked during PICC maintenance. It was clamped with a hemostat, and pre-flushed with saline by 10 ml syringe , and fluids leaked. No other information was provided.

Manufacturer narrative:
This emdr was submitted by accident; the event was reported in MDR record #3006260740-2019-01560. This is a duplicate emdr record.